Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Cracks were found at the tail of the heparin cap during use.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defect sample returned, the detail crack situation cannot be identified. 2. Review batch record information. 1 the complaint lot#3171232 was produced in the prn automatic assembly line, the production date is 2023-07, and the m860 packaging machine was packaged in 2023-07, and the batch of products totaled (B)(4). 2 check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3 check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Check the appearance of the retained sample. (B)(4) pcs. No observed the crack of prn on the retained sample. 4. Root cause: due to no sample returned, the detail crack situation cannot be identified, root cause cannot be confirmed. 5. The plant continue pay attention to this defect.